Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture. It was also reported that there was intermittent atrial u ndersensing which led to fluctuating ventricular pacing rates. It was noted that the patient was experiencing low rates. The rv lead remains in use. No further patient complications have been reported as a result of this event.